Event description:
It was reported that the patient presented to the emergency room with episodes of bradycardia observed by the clinician and an altered mental status. It was noted the reported rates were in the 40 beats per minute and suspected abnormal cardiac resynchronization therapy defibrillator (crt-d) function. The follow-up clinic indicated they will continue to monitor the patient and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.